Manufacturer narrative:
"Additional information received indicated that the customer replaced the damaged rail themselves on the e-gurney. The returned e gurney was evaluated and found to be in working condition" note: all complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Sechrist references incident (B)(4).

Event description:
Supplemental medwatch required for product evaluation and more information received.

Manufacturer narrative:
This report is made solely based on the customer reported issue. Customer service has requested to have the e gurney serviced by a field service technician and a return authorization number was issued to return the damaged component to sechrist. Review of DHR for e-gurney sn (B)(4) (manufactured 5/16/2018) found no indication that there were any relevant discrepancies during manufacture of the device and no non-conformance that could have caused or contributed to the reported issue. A supplemental medwatch will be submitted if or when more information is received. Manufacturer referenced incident (B)(4).

Event description:
Customer reported that when patient tried to sit up and gripped the side rail for support, the side rail gave way and fell. No patient injury occurred.